Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began remedial treatment with ip injections of fortum 1gm and reflin 1gm (frequencies not reported). The root cause of the peritonitis was break in aseptic technique, described as patient made mistake. At the time of this report, the patient remained hospitalized and the peritonitis was resolving. Outcome for the break in aseptic technique was not reported. Dianeal remained ongoing. Concomitant medications were not reported. The nurse believed the peritonitis was not related to dianeal pd2 ultrabag therapy; however, did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Manufacturer narrative:
(B)(4)